Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested, and output was found to be high to manufacturing specifications. The output deviation was the result of the thermostat hinge strip having been bent from the original setting. The cause of the bent thermostat hinge strip is excessive acceleration force (e.g. Dropping the unit). This unit has been in service for 4 years.

Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of patient involvement.